Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) with two each proglide devices using the preclose technique. The arteriotomy wa 6f. Reportedly, cuff misses occurred with the proglide devices in the rcfa and lcfa. The sutures of two each additional proglide devices were successfully placed in the rcfa and lcfa using the preclose technique. The aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed additional proglide sutures in the rcfa and lcfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.